Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with an unknown mentor saline prosthesis. Deflation was suspected by the patient, after one breast appeared lower than the other. There is no information regarding an official diagnosis. As a result, an explant was performed on (B)(6) 2018.

Manufacturer narrative:
Mentor received the following information on (B)(6) 2018. The patient underwent bilateral removal and replacement with mentor memorygel breast implant 475cc gel prostheses on (B)(6) 2018. (B)(4).

Manufacturer narrative:
On 5/16/2018, mentor received information that identified the initially reported unknown. Device: brand name: mentor siltex round moderate profile. Common device name: prosthesis, breast, inflatable, internal, saline; procode: fwm, catalog: 3542670, lot: 5997522, unique identifier( UDI): (B)(4), PMA/ 510(k): p990075. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with mentor siltex round moderate profile 425cc saline prostheses. Deflation was suspected by the patient, after one breast appeared lower than the other. There is no information regarding an official diagnosis. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 475cc gel prostheses on (B)(6) 2018. The device was received at mentor without fluid. Brown material was observed within the device. Yellow material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.4 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. Potential cause: the complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown and yellow material found on the device. The DHR was reviewed on 6/20/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).